Event description:
Customer reported that he has been receiving no delivery alarms. Customer stated that the alarm has been recurring. Customer stated that he has not had this issue with his previous insulin pumps and feels this device does not functioning properly. Customer declined to troubleshoot and requested a replacement. He has done troubleshooting 3 times before and has pulled the infusion set out and the cannula was not bent any of the times. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.